Event description:
It was reported patient was experiencing high impedance and low output current. A cxr was normal and leads appeared intact by review of physician. Patient denies neck or chest trauma around the device and notes increasing seizures as the device runs low. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event; corrected information; d9 ; device available for evaluation; corrected information; initial MDR inadvertently omitted information known prior to submission

Event description:
It was reported that lead and generator were received for product analysis. Product analysis has not been completed. No other relevant information has been received to date.

Manufacturer narrative:
D6a. Implant date; initial MDR inadvertently listed incorrect implant date.

Event description:
It was further reported that high impedance was seen before surgery. During surgery, test resistor was used on generator and acceptable impedance was seen. The lead pin was cleaned and reinserted into generator and high impedance was seen. A new generator was used connected to lead. The interrogation showed high impedance. The surgeon proceeded with full revision. No visible damage was seen on portion of lead that was removed other than damage the occurred due to explant. No other relevant information has been received to date. Explanted devices have not been received.

Event description:
The lead analysis was performed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.